Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with mentor memorygel breast implants 500cc and experienced arthritis, extreme chronic fatigue, joint pain, muscle weakness, joint stiffness, fibromyalgia, memory loss, cognitive dysfunction, migraines, numbness in extremities, light sensitivity, night sweats, autoimmune disorders, hair loss, and bilateral gel leak. As a result, the patient underwent bilateral removal on (B)(6) 2017. This report is for the left side.

Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).